Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
On (B)(6), 2022, a drainage tube disconnection incident occurred at (B)(6) hospital in the area. According to clinical description, the drainage tube was not operated during its release, and was placed inside the stent without being cut by the stent. After the catheter was placed, strict suture treatment was performed. The patient went to the hospital for a week after the catheter was placed, and before the catheter was removed, imaging revealed that the contrast agent had leaked out of the body, resulting in the disconnection of the tube. It was found that the catheter was broken in the body, after removing the first half, observation was also conducted, and it was clinically determined that the drainage tube is a split type.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. A review of the returned product from the customer was performed.  Visual inspection of the three devices returned by the customer found that the first device metal stiffener was bent and the second device suture-hung with the locking thread. Functional testing of the third device found metal stiffener was not fully seated and stylet was not properly coming out of the pigtail, and the complaint was confirmed. The supervisor of the area has been notified of this issue and argon will continue to monitor and trend for instances of a similar nature in the future. CAPA ca-00010 has been opened to document our investigation into the cause of this problem and the corrective actions that are being taken to mitigate the findings.

Event description:
On august 3, 2022, a drainage tube disconnection incident occurred at (B)(6) hospital in the area. According to clinical description, the drainage tube was not operated during its release, and was placed inside the stent without being cut by the stent. After the catheter was placed, strict suture treatment was performed. The patient went to the hospital for a week after the catheter was placed, and before the catheter was removed, imaging revealed that the contrast agent had leaked out of the body, resulting in the disconnection of the tube. It was found that the catheter was broken in the body, after removing the first half, observation was also conducted, and it was clinically determined that the drainage tube is a split type